Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information, there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient with chemotherapy induced cardiomyopathy (cmp), presented to the emergency room (ER) when suddenly patient lost left-sided vision while being at home reading. The complete loss of vision lasted only 30 minutes but had residual effects on his vision for the next several hours. Computed tomography (CT) scan of the head was negative for acute stroke and carotid duplex also showed no evidence of stenosis or occlusion. Patient was admitted for observation. Patient also presented with a sub-therapeutic international normalized ratio (inr) of 1.7, was started on low-dose heparin drip and bridged to inr between 2-2.5. Inr came to 2 on the day of discharge. Site states this event was related to the device. This event was resolved and patient discharged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient did not note any numbness or tingling in his arms, legs, or face. Patient had no slurred speech or difficulty concentrating. By the time of this interview, vision was back to normal. Patient had been on home warfarin. Baseline modified rankin scale (mrs) was 0. Computed tomography showed stable bilateral occipital lobe and right caudate ischemic changes; mild small vessel ischemic disease and cortical atrophy, appearing similar to prior exam. On (B)(6) 2017, carotid duplex scan demonstrated bilateral vertebral arteries appeared antegrade; abnormal waveforms due to device. Device remains implanted. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study.